Event description:
The mount is sliding off the pole on the ins400 pole mount assembly device. The user facility reported a flaw in the device screw. There was no patient injury or death alleged due to this incident.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(4) 2016. The product was not returned for evaluation after several documented requests. The customer identified a pole mount assembly (B)(4) as the product involved in the event (no lot number was provided). In summary, the investigation of previous complaints confirmed that integra had a similar clamp and that it was modified in (B)(4) 2015 by adding a ¿pole mount holder¿ at the end of the ¿clamping screw¿. The new design changed the clamping screw (as contact surface with the pole) by a pole mount holder. The pole mount holder offers a larger contact surface and has a grove in the middle that will help to maintain the clamp in place. The clinically applied product was not returned for evaluation; therefore, the specific cause for the problem reported could not be identified.